Event description:
It was reported that during explant procedure due to eri, the physician was unable to remove the pace/sense lead from the header. The sealing and screws were removed to allow fluid into the header. Lead insulation damage was observed. Lead was capped and replaced successfully.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of an entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.